Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that a patient death occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on an eccentric shaped and moderately calcified left anterior descending artery (lad). A 3.50 x 20 synergy stent was deployed in the lad. Following stent deployment, the patient passed away.

Manufacturer narrative:
A1: patient identifier: (B)(6). D6a: implant date corrected.

Event description:
It was reported that a patient death occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on an eccentric shaped and moderately calcified left anterior descending artery (lad). A 3.50 x 20 synergy stent was deployed in the lad. Following stent deployment, the patient passed away. It was further reported that the target lesion was 18mm in length and was located in a mildly tortuous, mildly calcified lad. It was noted that the patients lv function was compromised at the time of the incident. The documented cause of death was cardiac arrest. It was noted that the physicians assessment of the relation of the device to patient death was not related, as the death was due to a compromised lv function, and double vessel disease.